Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up post-implant, increased impedance and low sensing values were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was observed on the rv lead, as well as cardiac tamponade and pneumothorax. A revision surgery was performed, the lead was repositioned, and the patient's condition was stable following the procedure.